Event description:
4 yo f (four-year-old female) underwent procedure-bilat myringotomy tubes & adenoidectomy. Proced (procedure) went well. Surg tech tried to suction saline off face, accid (accidentally) hit cautery button vs. Suction on bovie r/I (resulting in) superficial burn to inside of eyelid & burn x 2 to nose. Discl (disclosed) to parents.